Manufacturer narrative:
(B)(4). Concomitant medical products: 192014 echo por fmrl nc 14x150mm 020010, 139252 m2a-magnum 42-50mm tpr insrt-6 850450, us157852 m2a-magnum pf cup 52odx46id 733430. The complaint cannot be confirmed due to limited information received. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision after seven years due to pain, metallosis, elevated metal ions, and dehiscence of the posterior hip capsule. The femoral head was revised. No other additional information was provided.

Manufacturer narrative:
Reported event was confirmed by review of operative notes provided confirming patient underwent a revision surgery due to pain, metallosis, and elevated metal ion levels. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient presented with acute hip pain approximately 7 years post implantation and underwent a revision surgery. During the surgery, large amounts of clear fluid, severe synovitis and wear debris was found in the joint capsule. The cup component was found to be completely loose. The joint space was debrided removing pseudocapsule and synovial tissue. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00125. This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent left hip revision approximately 7 years post implantation due to metallic-stained tissue, metallosis, dehiscence of the posterior hip implant capsule, elevated metal ion levels, and loosening of the cup. Attempts have been made and additional information on the reported event is unavailable at this time.